Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm during testing however, the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error. Customer was able to successfully clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.